Event description:
Covidien received information that, during maintenance, an oxygen sensor was found damaged. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) replaced the damaged oxygen sensor. The device passed extended self-testing (est). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA.